Manufacturer narrative:
H6: omitted f12.

Event description:
The complainant reported that a patient was agitated and moving around a lot. Hematoma noted at impella access site. Manual pressure held and site was stable. Additional information indicated that the patient on heparin gtt, act 133, 5000 unit bolus given. Accessed lateral flow assay (lfa), using best practices, preclosed x 2 and placed wire and pigtail into left ventricle (lv), under fluoro, without issue. Exchanged wire, offloaded pigtail and placed primed cerebral palsy (cp) over-the-wire into optimal position. The physician noted lv is huge and cp appeared mobile, even after all slack removed, recommended transthoracic echocardiogram (tte) on arrival to dhu to confirm position and depth. Initiated support at p8. Peelaway removed and repositioning sheath slid into position, locked at 92cm. Site sutured and dressed, angle matching and hemostatic. Patient tolerated procedure well.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This report is being submitted to correct b1, b2, b5 and h6 captured on the initial report. Upon further review, the report type selected in that submission was determined to be incorrect and the report has been updated accordingly to accurately reflect the appropriate reportable event category. Additionally, corrected information has been provided in d1 (brand name) and d4 (catalog and serial) and h11 as it was identified that information was not accurately captured in the previously submitted report. The cause of the injury is most likely use related since patient agitated and moving around a lot and hematoma noted at impella access site.

Event description:
An impella cp device was inserted via the left femoral artery in a 74-year-old male patient for the indication of electrophysiology (ep) ablation. The patient presented in cardiogenic shock with ventricular tachycardia (vt) storm after evaluation at an outside facility for multiple implantable cardioverter-defibrillator (ICD) firings. The patient had a known history of heart failure with reduced ejection fraction (hfref) with a left ventricular ejection fraction (lvef) of 20% in the setting of ischemic cardiomyopathy and prior coronary artery bypass graft (CABG). Additional comorbidities included pulmonary hypertension, prior left ventricular thrombus not visualized on recent transthoracic echocardiogram, chronic kidney disease, tobacco use, prior drug-eluting stents to the left circumflex and obtuse marginal 2 with one of two grafts remaining patent, type 2 diabetes mellitus, obesity, polyneuropathy, depression, and peripheral arterial disease. The patient¿s clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions (scai) stage c shock. At the time of insertion, the patient was receiving a heparin infusion, with an activated clotting time (act) of 133 seconds, and a 5,000-unit heparin bolus was administered. During the post-implant course, the patient was noted to be agitated with frequent movement. Two days after insertion, a hematoma was identified at the impella cp access site. Manual pressure was applied, resulting in stabilization of the site. The patient remained supported with a purge solution consisting of dextrose 5 percent in water with 25 milliequivalents per liter of sodium bicarbonate. The reported hematoma is consistent with access-site complications associated with large-bore femoral arterial access and the anticoagulation and purge requirements of impella support, with additional contribution from patient agitation and frequent movement in the setting of critical illness and cardiogenic shock. The patient¿s care was subsequently withdrawn. The death is being conservatively reported; however, based on the available information, the outcome is more likely attributable to the patient¿s underlying critical clinical condition, including cardiogenic shock, ventricular tachycardia storm, and advanced heart failure.